Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump motor runs slower but only when battery low and received button error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had to rewind the pump multiple times when changing reservoir. Insulin pump will not be returned for analysis.